Event description:
On may 2002 the end-user's treating physician called disetronic and stated that the day before the end-user was admitted to hospital. Patient had high blood sugar level. The batteries were still in the pump and were removed at facility. A bit strange but the liquid in the catheter is a bit black. The pump did not work... Was giving an alarm (error 2) due to not working batteries. On june 2002 maersk medical a/s received the complaint and 1 used tubing.